Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the right atrial lead dislodged due to the patient physical activities. The lead was explanted and replaced. No patient symptoms were reported.